Event description:
It was reported that the user experienced hyperglycemia after being without the ilet for approximately one day and not using any backup therapy, then contacted support for assistance with a complete supply change and successfully replaced the infusion set and libre 3 plus sensor. Symptoms included elevated blood glucose with a reported value of 363 mg/dl. Outcomes included no reported injury, medical intervention beyond routine self-care, or hospitalization. Investigation included troubleshooting and education with confirmation that the user completed a full supply change. Investigation of this case revealed no device malfunction identified and an event consistent with hyperglycemia attributed to therapy interruption rather than a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but most consistent with user not on therapy due to device unavailability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.